Manufacturer narrative:
The patient's weight was obtained via follow-up.

Event description:
Follow-up revealed the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The event date is estimated to be (B)(6) 2020. During processing of this complaint, an attempt was made to gather the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patent received a replace generator soon message. The next course of action remains unknown at this time.

Manufacturer narrative:
The date of explant is unknown.

Event description:
Follow-up revealed the patient's scs system was explanted.